Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Blood glucose was 161 mg/dl. Reportedly, the infusion set tubing was not fully clipped at the site. Customer clipped the tubing to the site, resumed insulin delivery, and declined further troubleshooting.